Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring network express report showed that the patient's device serial number was incorrect and was registered to someone other than the patient. The device was interrogated with a programmer and verified that the correct device serial number. The interrogation report was provided to the hospital. The network remains in use. There was no patient involvement.